Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports the event of "inflammatory and infectious" and "inflammation of the face (almost disfigured)" with juvéderm¿ volift¿ with lidocaine which appeared 3 months post injection. Totally edematized face, mainly eyelids. Temporary damage to body function or structure and harm to health. Colleagues of the reporter mention that what happened is more frequent than reported.

Event description:
Healthcare professional reports the event of "inflammatory and infectious" and "inflammation of the face (almost disfigured)" with juvéderm¿ volift¿ with lidocaine. Totally edematized face, mainly eyelids. Temporary damage to body function or structure and harm to health. Colleagues of the reporter mention that what happened is more frequent than reported.

Event description:
Healthcare professional reports the event of "inflammatory and infectious" and "inflammation of the face (almost disfigured)" with juvéderm¿ volift¿ with lidocaine which appeared 3 months post injection. Totally edematized face, mainly eyelids. Temporary damage to body function or structure and harm to health. Colleagues of the reporter mention that what happened is more frequent than reported.